Event description:
The customer reported that she had low suction with her pump in style breast pump that she had mastitis. The customer received clindamycin from her physician to treat the mastitis.

Manufacturer narrative:
A replacement pump was sent to the customer. The original device was received on (B)(6) 2015. A product evaluation had not been completed at the time of this report. Should addition information become available, resulting in new, changed, or corrected data, a follow up report will be filed at that time. On (B)(6) 2015, the customer spoke with a medela clinician. The customer reported that the replacement pump is working, and that she had completed the clindamycin and kelfex that was prescribed by her physician and the mastitis is resolved. It cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. Reported issues fo mastitis are under investigation in (B)(4). Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid pr.